Event description:
It was reported by the customer that the aw-04435 spring wire guide (swg) was used alternatively because the swg from the first set became unsterile. It was very difficult to pass the swg through the needle cannula. Therefore, the swg was removed by pushing and pulling it several times. During this action, the swg broke and remained in the blood vessel; the coils fanned out. As a result, an operation was performed to remove the wire from the vein. Afterwards, the pt was x-rayed, but there were no pieces of the swg found.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.